Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic due to syncope, a fall to the ground, bradycardia and sweating while eating. Upon device interrogation, the implantable pulse generator (ipg) exhibited no pacing and undefined impedance qualified as high. The ipg was explanted and attempted to be placed in different location with no pacing observed. The ipg was replaced. No further patient complications have been reported as a result of this event.